Event description:
The consumer reported that while performing the binaxnow covid-19 antigen self test the reagent solution got on the nasal swab and the swab was pushed into the nasal cavity. The date that this event occurred was not provided. The consumer contacted technical services (ts) for further guidance. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided.

Manufacturer narrative:
The supplemental report is being submitted to provide the investigation conclusion. Additional information:g3 and h6. Technical service provided the safety data sheet to the customer and no further action is required. According the the package insert in195150 v 3.0: precautions the reagent solution contains a harmful chemical (see table below). If the solution contacts the skin or eye, flush with copious amounts of water. Chemical name/cas: sodium azide/26628-22-8 ghs code for each ingredient: acute tox. 2 (oral), h300 ; acute tox. 1 (dermal), h310 concentration : 0.0125% based on the above summary, the investigation is deemed complete. The product will continue to be monitored and tracked.